Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient experienced sudden pain and instability; fracture of right hip prosthesis at location where stem met femoral component. Right.